Event description:
Reported problem with contact lens use due to suspected corneal abrasion, suspected infection, prescribed treatment with trifluridine for multiple weeks although irritation continued. Advised to discontinue all contact wear. Had been a user of renu with moistureloc for several months. To date -05/06- have not been able to return to contact wear.